Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string pulled out and was unavailable to aid in the removal of the tampon. She was able to manually remove the tampon and experienced pain after removal. She inserted a second tampon and visited the emergency room. The emergency room physician removed the second tampon and noted swelling, scrapes, and nicks from manually removing the first tampon. She was given a toradol injection, instructed to take ibuprofen, and to use heating pads. The physician stated not to wear any tampons for the remainder of her menstrual cycle. She is feeling better.